Event description:
It was reported that noise was observed on the egms. The noise appeared to be due to an inner conductor fracture; therefore, the lead was capped.

Manufacturer narrative:
No medwatch form was received.